Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the catheter migrated from c3 to c6. The patient was currently tapering down from pump for the revision.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving bupivacaine and hydromorphone via an implantable pump. It was reported that on (B)(6) 2026 the patient stated they were not feeling any relief from the pump. On (B)(6) 2026 a catheter access port contrast study was performed and the results were normal. The clinical diagnosis was inadequate pain relief. The relationship of the event to the device or therapy was a causal relationship and the relationship of the event to the implant procedure was not related. No actions were taken. The event was ongoing. Additional information received from the healthcare provider via a clinical study indicated that on (B)(6) 2026 the patient denied any relief from the pump. They were given an increase in sc hydromorphone by 0.1mg. Additional information received from the healthcare provider via a clinical study indicated that the patientpain in their left arm. An increase in hydromorphone by 0.2mg was made.the patient had 10/10 pain. An increase in hydromorphone by 0.2mg was made on (B)(6) 2026; the patient reported no difference. An additional increase in hydromorphone by 0.1mg and the addition of 4 boluses at 0.07mg was made. Additional information received from the healthcare provider via a clinical study indicated that on (B)(6) 2026 the patient denied relief from boluses. They were given an increase in hydromorphone by 0.2mg and increase in boluses to 0.1mg each. Additional information received from the healthcare provider via a clinical study indicated that the patient tolerated the last increase well and "endorsed a pain flare 2 weeks prior". A normal catheter dye study was performed. Anincrease in hydromorphone by 0.2mg and an increase in boluses by 0.05mg was made. Additional information received from the healthcare provider via a clinical study indicated that a decrease in sc hydromorphone by 0.3mg was made in order to plan for a catheter revision.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot/serial# (B)(6); implanted: (B)(6 )2025; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 04-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.